Manufacturer narrative:
It was reported that during atrial fibrillation (afib) ablation procedure with an thermocool smarttouch sf catheter, the patient experienced cardiac tamponade treated with pericardiocentesis and drain placement. Device evaluation details: the product was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection and revision of all features were performed following j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 20-aug-2025, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that during atrial fibrillation (afib) ablation procedure with an thermocool smarttouch sf catheter, the patient experienced cardiac tamponade treated with pericardiocentesis and drain placement. Initially, before the connection during priming, air could not be removed. The issue resolved by replacing the tubing set with a new one. The bubbles were detected on the entire tubing; the bubbles had no movement. No error observed on the pump. The customer's reported bubbles issue during priming is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. It was also reported that during the procedure, the patient's blood pressure gradually decreased. After the pulmonary vein isolation (pvi), pericardial effusion was confirmed with intracardiac echocardiography (ice). The v1 potential also changed to resemble right bundle branch block. After brockenbrough, during left atrial angiography, adjustments were made to the right ventricle (rv) catheter position; however, it was suspected that this caused right ventricular apex perforation by the rv catheter and causing cardiac tamponade. Pericardial drainage performed with 600cc of blood drawn, and blood pressure recovered to 195 / 89. Blood tests confirmed venous blood. V1 potential gradually returned to normal over time. The patient left the room with the drainage tube in place. Additional information was received indicating the patient¿s outcome from the adverse event was fully recovered (no residual effects). The patient has been discharged from the hospital on (B)(6) 2025. The physician's opinions on the relationship between the event and the product was that it was thought that there was no relation to the electrophysiology (ep) products. The physician's judgment on health hazard was that it was non-serious (moderate/minor). There was no extended hospitalization. The patient did not require cardiac surgery. Transseptal puncture was performed with rf needle. The event occurred after the transseptal phase. Prior to noting the cardiac tamponade, ablation had already been performed. No error messages observed on biosense webster. Contact force (cf) monitoring methods included real time graph, dashboard, vector, and visitag. Visitag coloring setting was tag index. No abnormalities observed prior to or during use of the bwi product. No evidence of steam pop. The flow setting for the irrigation catheter was pre: 2sec. Post: 5sec. The correct catheter settings were selected on the generator. No issues with flow rate change at the start of ablation. No error messages were observed on biosense webster. The visitag module parameters for stability used were range 2.5mm, time 3 sec, force over time (fot) 25% 3g, and tag size 2mm. The additional filter used with the visitag was fot. The color options used prospectively was tag index.